Event description:
The patient contacted animas on (B)(6) 2012 stating that the pump was dropped in the pool for thirty seconds and when it was taken out and allowed to dry for 30 minutes the audio bolus button was unresponsive. It was stated by the patient that while the pump was being inspected a hairline crack was discovered in the cartridge compartment. The reporter denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the audio bolus button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.